Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with plate and screws on an unknown date. Patient was returned to or for hardware removal, reason unknown, on an unknown date. Four screwheads were broken and two screwheads were jammed in the plate. Complaint was sent for information only, no further information available. This is 4 of 5 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). This screw has been broken off below the head. The first three threads have been lightly to moderately damaged. The next four threads have been heavily damaged. The damage is in multiple forms. The major diameter has been compressed, there are impact marks, and also grinding type marks in which material has been removed. Beyond 5.8mm, the threads have been moderately damaged for the remainder of the shaft. The major diameter has been compressed into a t. This compression is particularly acute nearer the tip. The thread cutting edges at the flutes have been affected by this thread compression. There are some light impact marks at the tip.